Event description:
It was reported by the customer, during set up prior to a procedure, the evis exera iii video system center displayed an e315 unsupported scope error message. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Corrected information is reported in b5. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. E315 error code indicates detection of unsupported scope combination. Scope 190 was inserted while scope cable (maj-1430) was still connected resulting in failed scope detection. The issue resolved when scopes were connected in the correct order before powering on the device. The malfunction was a result of user error. The instructions for use (IFU) provides the following guidelines: "before connecting or disconnecting the endoscope, videoscope cable, optical emission spectroscopy (oes) video converter, and camera head, be sure to turn off the video system center. Otherwise, the charged-coupled device (ccd) may be destroyed."

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer reported the evis exera iii video system center displayed error message unsupported scope. Troubleshooting advise was given over the phone. The customer was advised that having the maj-1430 cable connected to the evis exera iii video system center while attempting to use the 190 series scope confused the system and generated the unsupported scope error. The customer was advised to remove the maj-1430 cable when using the 190 series scope. The customer was further advised to disconnect the scope from the system when it is powered off. The devices referenced in this report were not returned to olympus for service as the issue resolved with providing the customer with troubleshooting advise over the phone. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera iii video system center displayed an e315 unsupported scope error message. There was no patient/user injury or harm reported to olympus.